Event description:
It was reported via repair work order that the head end lift was stuck in an elevated position due to loose lift housing cover bolts. The loose bolts allowed the lift gear housing cover to move out of position of the lift potentiometer, thus depriving the potentiometer communication to the cpu. No adverse consequence or clinically relevant delay in treatment was reported.